Event description:
It was reported that the patient needed a revision surgery due to the wrong placing of the implant. The implant was removed, and a smaller implant was placed in the proper position.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. The reported event could be confirmed. The stryker sales representative confirmed that the surgeon placed the implant upside down, causing uneven tissue coverage and increased projection, and possibly selected the wrong size, with no product defects reported. A second surgery was performed to replace the implant, and without a lot number, manufacturing and quality record reviews were not possible; thus, the root cause was determined to be surgical error. Based on the information provided, the device history and the inspection of the product, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.